Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 2700 aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 11 years, 11 months due to severe aortic stenosis. The patient presented with sob with exertion, lightheadedness, extreme fatigue, nhya class 3. According to the physician, there was allegation that the surgical valve prematurely failed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Although the product was not returned and there is an allegation of premature failure, stenosis after 11 years and 11 months in a patient with hyperlipidemia is most likely related to patient factors and is not a result of a manufacturing non-conformance. There is no evidence to suggest a product failure with regard to design, reliability, or use error. The root cause of this event was determined patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
The patient left the or in stable but guarded condition. There is no indication or evidence of premature failure of the surgical valve.